Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found the distal cover had a burn. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunctions: it was not possible to identify the foreign matter but it is possibly an anti-foaming agent including simethicone. There was no deformation or breakage reported for the auxiliary water channel. It is likely that using the high energy endo therapy accessories without maintaining enough distance from the tip of the endoscope may have caused the distal end cover burn. Definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material. There were no reports of patient involvement.